Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during a cataract extraction with intraocular lens implant procedure there was a problem with pressure loss. Active irrigation mode was in use. The consumable product (cassette) was exchanged and the case was completed with no harm to the patient. Additional information has been requested and received.

Manufacturer narrative:
The system was examined. The company representative did not mention finding anything attributed to the reported event. However, the active irrigation (ai) ai assembly was replaced. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on december 1, 2016. Based on qa assessment, the product met specifications at the time of release. Manufacturing record review: a review of the manufacturing records did not reveal any related non-conformity during manufacturing for this system. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).